Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline inbox that customer was in the hospital in (B)(6) due to low blood glucose of 28 mg/dl. Customer was pregnant and had to have a c-section. Customer requested for insulin pump to be replaced. Customer declined helpline assistance.